Event description:
The manufacturer received information alleging a device's pressure delivery was decreased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.